Event description:
It was reported by the rep that the (1) tr45w was used during a gastric bypass procedure. It was reported that as the surgeons attempted to fire the stapler across the mesentery, they experienced very poor homeostasis. It appeared that there were no staples in a portion of the cartridge. The surgeons controlled the bleeding by stitching. There was no consequence to the pt.